Event description:
Patient reported right side implant is "dissolving". Further reported was "increased in estrogen, increasing endometriosis" and "fibroids occurring" which have been deemed not related to the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: implant is "dissolving".